Event description:
Boston scientific received information that this pacemaker could not be interrogated at the time of explant. It was also noted to be at end of life (eol). No adverse patient effects were reported. This device is no longer in service.

Manufacturer narrative:
No additional information is available at this time. This investigation will be updated should further information be provided.